Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation. The reported event of high capture threshold was not confirmed. The device at normal range of operation was received in one piece for analysis. Functional analysis such as output monitoring and capture test, visual inspection and longevity assessment were normal with no anomalies found.

Event description:
Related manufacturer reference numbers: 2017865-2021-20939. It was reported that the patient presented in clinic for a follow up. Interrogation showed their pacemaker and right ventricular (rv) lead had high capture thresholds. The patient was asymptomatic. The pacemaker and the rv lead were explanted and replaced. The patient was stable throughout.